Event description:
Ous MDR - after an implantation time of about 17 months, oversensing was reported. It was also reported that a damaged insulation was noted during the revision about 5 cm below the fork. The lead was cut off in that area and capped off. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. Only the proximal part of the lead was returned for analysis. The lead had been cut through 13.5 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the fragment, fraying of the insulation was detected 13.5 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the rv shock electrode at just that site, as described in the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. This is consistent with the abrasion traces at the ICD housing. Due to the damage, the mechanical and electrical analysis could not be carried out completely. The measurements of the direct-current resistances at the lead fragment did not show any anomalies.